Manufacturer narrative:
Sections with additional information as of 15-jun-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes ¿ tired. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated her blood glucose test results were in the 600's. At the time of the call the customer reported feeling tired; medical attention was not needed at the time. Coordinator had initially spoken with customer; call was disconnected during trasnsfer of call to technician. Technician had attempted to call customer but was unable to contact via telephone; no further information was able to be obtained.